Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to indication of chronically painful total ankle and presumed aseptic loosening. Joint aspiration cultures negative. Joint fluid synovasure negative. Based on exam, serial radiographs over the past 18 months and spect-CT, reasonable suspicion for at least talar component loosening. The physician intends to revise talus, at a minimum, but will assess tibial component stability intraoperatively.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.